Event description:
It was reported by the rep that during a laparoscopic cholecystectomy the device seemed to have failed while trying to diagnose problem unit. Case completed with a like device. No reported pt consequence.